Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that the patient contacted the clinic due to beeping tones on the device. The device began beeping days after being implanted. The patient attended clinic and the device was interrogated which revealed out of range shock impedances. The device's shock vector was reprogrammed from a triag configuration to exclude the proximal svc coil which demonstrated normal shock impedance. The implanting physician was contacted to determine if defibrillation or an x-ray should be performed to check the connection of the lead and device. All other measurements were normal. No adverse patient effects were reported. The system remains implanted.